Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the monopolar curved scissors instrument's pulley broke. The surgeon made the decision to convert the procedure to traditional open surgical techniques with no injury reported. Intuitive surgical, inc. (Isi) attempted to follow-up to request additional information related to the event. However, as of the date of this report, no further details were obtained.

Manufacturer narrative:
The monopolar curved scissor instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the instrument log for the monopolar curved scissors instrument (420179-04 / n10210906-897) associated with this event has been performed. Per logs, the instrument was last used on 10-may-2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to open surgery after the start of the procedure due to a broken instrument pulley on the monopolar curved scissor instrument.

Manufacturer narrative:
The monopolar curved scissors instrument was returned for failure analysis evaluation. The instrument was found to have a frayed pitch cab at the distal clevis hub. The frayed cable strands stuck out at the wrist. No missing component was observed at the wrist assembly.